Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1900224 was manufactured on 06/11/2019 a total of (B)(4) pieces. Lot was released on 06/19/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. A clip was partially loaded incorrectly into the jaws. The next clip was protruding from the channel and was pushing up against the first clip. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. First, the two clips were removed , and the trigger cycle was completed. The following clip was out of position in the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The following clip was unable to load properly as the pusher head (distal end of feeder) was to the side of the clip. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 7 clips remaining including the partially loaded clips, indicating that 8 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Reference file anp1900073016 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "clip broke" was not confirmed based upon the sample received. However, a defect was found with the returned device. The sample was returned with the rotation tab bent. A clip was partially loaded incorrectly into the jaws. The next clip was protruding from the channel and was pushing up against the first clip. Upon functional inspection, the following clip was unable to load properly as the pusher head (distal end of feeder) was to the side of the clip. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
The report states: this is product that I brought in for the evaluation. Ae05 (1) the clips were not coming out open to the aperture in the jaws, and then falling out after appearing because the bosses were not in the secure area of the jaw that holds them in. Ae05 (2) handle would not ratchet back, once a clip did appear the boss of the clip broke off and fell into the abdomen, the handle would not ratchet back 3 times, after the handle started ratcheting again then the clips were coming out closed or half closed. Additional information indicates that the broken clip was removed from inside the patient immediately.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: this is product that I brought in for the evaluation. Ae05 (1) the clips were not coming out open to the aperture in the jaws, and then falling out after appearing because the bosses were not in the secure area of the jaw that holds them in. Ae05 (2) handle would not ratchet back, once a clip did appear the boss of the clip broke off and fell into the abdomen, the handle would not ratchet back 3 times, after the handle started ratcheting again then the clips were coming out closed or half closed. Additional information indicates that the broken clip was removed from inside the patient immediately.